Event description:
Asr revision to take place on (B)(6) 2011.asr xl - left hipreason for revision unknown

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Updated information: revised for alval.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Reason(s) for revision: alval/ soft tissue reaction.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6)2011 asr xl - left hip reason for revision unknown update from (B)(6) email 30th apr 2012: reason for revision reason for revision: alval/soft tissue reaction update - added hospital taken from claimsuite dated (B)(6)2013 update 22 may 2017: additional information received. Reason(s) for revision: alval / soft tissue reaction. File handler has also been updated as well. This complaint was updated on 16 jun 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate